Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. During the procedure, the device would not drive the hand piece. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.